Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: 3057, if information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4).1 (con): information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). It was reported that the patient stated she had a lot of bleeding at the incision site. There was blood on the patient¿s clothes and on the chair patient was sitting on. Patient was worried that due to the amount of blood the wire might have moved. The stimulation was painful and when patient turned it down patient could no longer feel it. It was very sore at the incision site. The next day patient stated again that the bleeding might have caused something to move causing the stimulation to be uncomfortable. Patient further stated that if patient increased the stim to a level that she could feel the stim, it caused pain in patient¿s left foot. No further symptoms or complications reported or anticipated.